Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of thoracic aortic and abdominal aortic aneurysms. A 24-fr gore® dryseal sheath with hydrophilic coating was advanced from the left side and a conformable gore® tag® thoracic endoprosthesis was successfully implanted. The procedure was continued to repair the abdominal aortic aneurysm, and the right internal iliac artery was embolized. The physician decided to implant a trunk-ipsilateral leg component (rlt311415j/15665555) in a position where the lowest left renal artery was intentionally covered so that a bare-metal stent was implanted in the left renal artery to maintain blood flow. The proximal portion of the trunk-ipsilateral leg component was successfully deployed just below the right renal artery, but while the ipsilateral leg was being implanted, it could not be pushed up enough, resulting the left internal iliac artery being unintentionally covered. The physician attempted to push up the ipsilateral leg using a balloon catheter, but it was not successful. A contralateral leg component was deployed in the right side, and the patient tolerated the procedure.